Manufacturer narrative:
Pc-(B)(4). Date sent: 08/14/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what is the lot number of the linx device? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? Response: there is no additional information available.

Event description:
It was reported that post implant of lxmc14, ongoing dysphagia, the patient was having issues swallowing, three attempted dilatations of the device without resolution on the dysphagia, no dates, the issue was resolved with the explant of the device, explant on (B)(6) 2019, no next steps required.